Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. However, the insulin pump alarmed a21 after battery change due to c13/ib voltage leak. The insulin pump was received with alkaline battery. No cosmetic damage noted. There is no data listed for the date of (B)(6) 2016 due to the insulin pump being received with depleted battery installed.

Event description:
It was reported that the customer passed away in the ambulance. The cause of death was cardiac arrest. The caller stated that the customer had mini heart attacks earlier in the year which made it hard to revive the customer. The caller did not know the customer's blood glucose at the time of death. The caller stated that the last recorded bolus was 12.0 units on (B)(6) 2016 at 1:15 pm. No blood glucose value was recorded. The customer was wearing the insulin pump at the time of death. The caller did not know whether the customer used sensors or not and whether a sensor was worn at the time of death or not. The caller agreed to return the insulin pump for analysis.